Event description:
New information received notes that intervention was performed to reduce the pacing output.

Event description:
It was reported that the leadless pacemaker exhibited possible premature battery depletion. No intervention was performed. There were no patient consequences.